Manufacturer narrative:
The subject device has been received, but investigation has not yet been completed. In addition, the customer confirmed that they would like to proceed with the independent laboratory testing of the device. The independent laboratory testing schedule has not yet been finalized. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facilitys reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This report has been reported by the importer on MDR# 2951238-2021-00417.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope was a scope of potential infection after being notified by the maine center for disease control (cdc) that they were dealing with a carbapenem-resistant enterobacterales (cre) organism. The scope of concern was cultured by the customer on (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. On (B)(6) 2021 the scope was tested after a known cre case. The scope tested negative after each culture on (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The epidemiologist was made aware of a cluster of patients that were infected over 1 year ago with carbapenem-resistant enterobacteriaceae (highly resistant cp-cre organism). A "few patients" tested positive; however, reprocessing department was never informed. The reprocessing department was instructed to pull the device out of service on (B)(6) 2021. The device was cultured on (B)(6) 2021. The culture was done after the device had been disinfected numerous times as the patient infection occurred in (B)(6) 2020. The device culture was negative. The customer further reported that they had three patients who had been examined by this particular scope and were genetically identical e. Cloacae. The patient referenced in report with patient identifier (B)(4) was diagnosed with klebsiella pneumoniae carbapenemase (kpc)-producing enterobacter cloacae bacteremia 10 days after an unknown procedure using the scope referenced in this report. The patient required intensive care services for sepsis and required several interventional radiology (ir) drains to drains infected pus from unknown abscess sites that tested positive for kpc enterobacter cloacae, enterococcus faecalis, and streptococcus anginosus. The patient is currently alive. No further information was provided by the customer regarding the patients current condition. See patient identifier (B)(6) and patient identifier (B)(6) for (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the site visit, laboratory results, device evaluation, and legal manufacturer's investigation. The endoscopy support specialist (ess) visited the user facility to observed their reprocessing practices and provide reprocessing in-service. The ess reported that during pre-cleaning the instrument channel was suctioned for 10 seconds, instead of 30 second requirements plus continuing to suction while the elevator is moved up/down three times was neglected. During manual cleaning, it was observed that olympus reprocessing poster was not available for technician review and very minor deviations to brushing. During the reprocessing cycle in the aer, the elevator was not set to the neutral position during hld process. During drying stage: cotton swab drying of the channel openings and forceps elevator was missed. On (B)(6), 2021 the ess provided a cleaning, disinfection, and sterilization (cds) wall poster and reprocessing in-service to review reprocessing deviations noted during the reprocessing observation. Based on the microbiological testing results, it was reported that a micrococcus luteus was recovered from the samples extracted from the distal end, elevator mechanism and instrument/suction channel of the device. The laboratory was unable to confirm the presence of a carbapenem-resistant enterobacter (cre) organism in the device. Based on the physical evaluation performed on the returned device, olympus technician did not find any stains or foreign material inside the biopsy or suction channels. The biopsy channel and suction channel was examined with an olympus boroscope and found light scrape marks on various locations of the channel wall. No damage or abnormalities noted within the suction channel. The video scope was inspected and discovered chips on the bending section cover glue near the distal end side. Additionally, the bending section cover glue was discolored on both ends. The forceps elevator was fully manipulated in the upward direction and no foreign material was observed. The device passed the leak test. The device was serviced and then returned to the user facility. The legal manufacturer obtained the following information from the infection control expert, ¿highly resistant c-cre organism detected from the patients was an intestinal bacterium, which is different type of microorganism recovered from the device (micrococcus luteus). Since the culture tests on the device was performed after several months from the procedures for the related patients, the results hardly support relation of the device with the reported event. A review of the complaint database confirmed that there was no former case of patient infection with the same scope model from the same user facility. A device history record review was performed and confirmed that the device has been shipped accordance with the standard specifications.

Manufacturer narrative:
This supplemental report is being submitted to provide recall and additional information.